Event description:
It was reported by the patient's father that the patient felt their generator "misfire." The patient underwent generator replacement surgery. It was reported that the generator was discarded post-explant and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the physician did not believe the "misfire" feeling was related to the vns and believed it was in the patient's head. It was reported that the patient did not mention the "misfire" at their follow-up appointment. No further relevant information has been received to date.